Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer¿s blood glucose value was in the range of 500mg/dl all day. Customer¿s blood glucose value at time of incident was 478 mg/dl. Customer also reported under delivery of insulin. Customer had no symptoms for high blood glucose. Customer just used pump to treated high blood glucose value. Customer reports they had not contacted their healthcare professional regarding the high blood glucose levels. Customer was assisted in performing high pressure test and it resulted in insulin flow block. Customer stated that he and his healthcare professional changed carb ratios before the call. Insulin pump will not be returned for analysis.